Manufacturer narrative:
The complaint was confirmed and the cause is use related. The product returned for evaluation was a 5fr s/l powergroshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 39cm and 40cm depth markings (3 5cm distal of the sliding suture wing), and the observed damage which is characteristic of this failure type included circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
They reported during infusion of drug ( ciclosfamide ) the patient suffered pain and they noted a flowing out of liquid near the insertion point they suspended the procedure, they removed the catheter noting a hole at 5 cm from the entrance point.

Event description:
They reported during infusion of drug (ciclosfamide) the patient suffered pain and they noted a flowing out of liquid near the insertion point. They suspended the procedure, they removed the catheter noting a hole at 5cm from the entrance point.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reye2374 showed no other similar product complaints from these lot numbers.